Manufacturer narrative:
(B)(4). Date sent: 11/29/2022. Other: batch #unk. Additional information was requested and the following was provided: what was the procedure? No further information will be available. What anatomical structure was the pvs used on? No further information will be available. Was there any difficulty with the device intraoperatively? No further information will be available. Could you please provide a timeline of events? No further information will be available. Does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the patient¿s death in any way? If so why or why not. Dr didn't comment that this device was caused this device. What was the indication for surgery? No further information will be available. Is an autopsy available? No further information will be available. What was the cause of death? No further information will be available. Was the site of the bleed identified? Is the surgeon interested in speaking with ethicon medical and engineering to discuss the event? Please provide 2-3 thirty-minute windows of time (eastern us time) that the surgeon would be available for a call. The ethicon team will pick the time that the most members can participate and schedule. No further information will be available. No further information will be provided. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a respiratory surgery, the bleeding occurred, and the patient died on the next day of the operation. The surgeon did not say that it was a device fault. Another device was used to complete the case. No further information is available.